Event description:
On (B)(6), an amazon customer commented that the product was false negative: customer tried this test 3 times. The swab is so flimsy to get a good sample. The customer tried 2 other brands and got positive results with the two other brands and not on this one. The reporter said she/he could not get a good sample because of too flimsy swab. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.